Manufacturer narrative:
The eval is currently underway. A follow-up report will be initiated when the eval is complete.

Event description:
Pir--ICU team leader set up neosynephrine drip on ICU pt. Pump appeared to be set up appropriately by user. No alarms, warnings or error messages were evident on pump. Pump programmed and user continued to stay at bedside. Pt's bp spiked very quickly and the team leader realized that the drip on the pump was free-flowing. Labeled as a pump failure. This error occurred last week.